Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical facility regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported in medical records that on (B)(6) 2004 a patient with a history of urinary retention and a primary diagnosis of urinary frequency was still experiencing difficulty with urination. The patient noted the sensation was more sacral/rectal than the trial when the sensation was more vaginal with a good success of voiding, but overtime, symptoms returned. The patient was reprogrammed in the health care physician¿s (hcp) office that day, the leads 0, 1 on with case positive. The pulse width 270, amp 2.6, upper limit 5.6 and lower limit .5. The patient then stated the sensation was more vaginal and very similar to the trial when it was working. On (B)(6) 2004, the patient was in the hcp office again for a reprogramming session. The patient stated they had sporadic occasions where pulsations would radiate down the right leg and curl their toes under. The patient also stated they did not even have the urge to void. It was noted prior to the interstim the patient would perform timed voids and if they held long enough they would have increased pressure sensation. Urinary retention/incomplete bladder emptying was noted in the medical records for this date and the patient was noted as being aware that they might not experience immediate results. The patient stated the implant was not working. They did not have the urge to void at all. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the sporadic pulsations and implant not working was not determined. The unit was turned off and clean, intermittent catheterization was initiated in 2007. On (B)(4) 2009, the device was removed due to mechanical discomfort at the battery site due to the patient being very thin.